Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6, h10. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. <p class="">additional investigation of manufacturing documentation was conducted.&nbsp;a review of the manufacturing documentation associated with lot&nbsp;f2122202 presented no issues during the manufacturing process that can be related to the reported event.;</p>;;.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h6, and h10 complaint conclusion: as reported, when the tech went to prep the device, it was noted that the 5f mynx control vascular closure device (vcd) balloon had a leak. The device did not enter the body. Hemostasis was achieved with another mynx control device. There was no reported patient injury. The user was mynx certified. The mynx vcd was used in a peripheral procedure. The mynx vcd was prepped according to the instructions for use (IFU). A non-cordis catheter sheath introducer (csi) was used. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed with the stopcock open. The syringe was not connected to the device. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed, and the results revealed a leak in the balloon of the returned device. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon neck was revealed. A product history record (phr) review of lot f2122202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a longitudinal tear approximately 3 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the tech went to prep the device, it was noted that the 5f mynx control vascular closure device (vcd) balloon had a leak. The device did not enter the body. Hemostasis was achieved with another mynx control device. There was no reported patient injury. The user was mynx certified. The mynx vcd was used in a peripheral procedure. The mynx vcd was prepped according to the instructions for use (IFU). A non-cordis catheter sheath introducer (csi) was used. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.